Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patient underwent an explant procedure due to unknown reason. No further information has been obtained despite good faith efforts. Additional information was received that the reason for the explant procedure was inadequate stimulation. The explanted ipg and paddle lead were discarded. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 19169897.